Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's screen was completely black even though it was on. They attempted to change the battery numerous times. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The motor was corroded. The pump had a cracked case at the battery tube side, minor scratches on the display window, a scratched case, damage on the keypad overlay, a cracked keypad overlay at the select button and a pillowing keypad overlay.